Event description:
Boston scientific crm received information that this device indicated a battery voltage of 2.64 volts at the patient's latest device check. This device is included in the 4/5/2007 shortened replacement window advisory population. A boston scientific crm technical services consultant (ts) advised that the device follow-ups intensify to monthly. There was no report of adverse patient effects, and the device remained implanted and in service. The device subsequently was explanted after 55.3 months of service. The reporting status is changed to serious injury from malfunction due to explant with premature depletion suspected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery measurement of 2.42 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low-voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. Laboratory testing confirmed all device therapies were available. This issue is discussed in the quarter 2, 2010 product performance report.